Event description:
It was reported that the location of the patients implantable pulse generator (ipg) was very painful. The patient underwent a procedure wherein the ipg was relocated to a more comfortable location. The patient was doing well postoperatively, and the ipg remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.